Event description:
It was reported that a small volume intermate had particulate matter in its bladder. This was noticed after filling with 0.9% sodium chloride and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 14a030 was manufactured from january 17, 2014 to january 20, 2014. The evaluation of the returned device is complete. A visual inspection was performed and identified a solid, black particle located underneath the filter, which is in the fluid path. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.